Manufacturer narrative:
Device evaluated by manufacturer? No - (other): lens not returned. Event problem and evaluation codes: method - (process evaluation): work order search. Results - (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion - (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter stated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens, -11.5 diopter, and noted the lens flipped upside down inside the eye. The lens was removed within the same surgery with no patient injury, no enlarged incision or sutures. The reporter stated the backup lens was implanted with no problem.

Manufacturer narrative:
Per medical review - the lens "flipped up upside down during insertion". There is no information to determine if there was any malfunction of the insertion system, but a work-order search showed no similar complaints. There is no information to determine if the flip was due to improper lens loading, or surgeon handling either. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned dry. Based on the complaint history, medical review, evaluation of the returned product and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method (process evaluation): device history record review. Results (evaluation result): upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Conclusion (unable to confirm complaint): based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).